Manufacturer narrative:
It was reported that the error message: "runaway" was displayed on the hl20 pump. A getinge field service technician (fst) was onsite and investigated the unit in question. He troubleshooted the device and was not able to reproduce the reported error message: "runaway". The fst performed a complete function test. The device passed all tests. After that the device was under observation for some time. As per customer feedback the device did not display the error message: "runaway" again. The failure mode "runaway" can be linked to the following most possible root causes according to our risk management file (dms#2023585 v11 ): (un)intended change of pump speed by e.g.: - deactivated interventions / override; - drift of pressure sensors; - by knob; - by display setting; - wrong flow values (defect or wrong calibration); - slave mode (controlled by master). The review of the non-conformities during the period of 2008-09-30 to 2021-03-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Thus the reported failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed error message: "runaway error". Further information requested but still pending. As soon as new information becomes available a follow up emdr will be submitted.

Event description:
It was reported that the hl20 device displayed error message: "runaway error". Reference number: (B)(4).